Manufacturer narrative:
(B)(4): physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the cause of the malfunction to be a failure of a relay, designator k2.

Event description:
During a scheduled maintenance/inspection, physio-control found that the device would not properly deliver defibrillation energy. There was no pt use associated with the event.